Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade iii/IV.

Event description:
Healthcare provider office called to report a right-side deflation and capsular contraction baker grade iii/IV. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of valve and white particles inner the device. Leak test and microscopic analysis was performed which identified: delamination (>75% total separation) and wear abrasion. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure).

Event description:
The device has been explanted and replaced.